Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm (ldv), this alarm occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) by asking the caregiver (cg) the troubleshooting questions, and assisting the cg with bypassing the initial drain. The cg stated the hc read fill 1 of 3. The tsr had the cg do a test fill with about 46ml. The tsr had the cg do a manual drain and the hp drained 73ml and the hc went to stopped fill. The cg stated he still saw very small air in the patient line. The tsr recommended the cg contact the nurse about the air bubbles and the cg can press go to continue. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2012. The caregiver stated the cause of the alarm was unknown and therapy has been going fine since the event. An actual sample from another therapy was requested for evaluation and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The set was rinsed with (B)(4) solution for disinfecting. Set was visually inspected with solution noted throughout set. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection (B)(4). The complaint could not be confirmed in the lab and the cause was air in patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.